Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they were having "a lot of issues" charging her ins. The patient reported having difficulty charging the ins. The patient reported that they will excellent recharge quality and with moving an inch, they will lose the recharge quality and get a ¿call medtronic¿ message. The patient will get excellent recharge quality and it will go away and there will be no recharge quality indicated. It was reported that sometimes the controller will get stuck on looking for a device when trying to charge the ins and will have to reset the controller to start over and attempt charging again. It was reported that sometimes it will get excellent recharge quality and will "wait and wait" and the ins battery level will never increase even after attempting to charge for an extended period. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the device took forever to charge. It got very hot on her body. The issue resolved.